Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their communicator would not connect to their device. It said data lost. Their device had turned off. They were currently out of the country and couldn't get anything to connect. On 2024-jul-05 the patient reported that they went to europe 2 weeks ago and their device was working fine, but then when they were charging they noticed that their therapy was turned off and now they are trying to turn it back on and they are getting a message that says data has been lost and to contact their clinician. Patient reported they can't turn their implant back on due to this and it has been off for 2 weeks and they don't know how. Patient reported "it was working fine and then all of a sudden I went to europe and it turned itself off". Patient stated this occurred when they were in europe, but did not clarify which country they were in at the time this event first occurred. Agent reviewed meaning of data lost message and redirected patient to their healthcare provider to further address the issue. When asked for event date of when patient first noticed this, patient stated their implant was fully charged on (B)(6) when they left for europe and stated they think they noticed this on like (B)(6) that it was turned off because they went to recharge it and when they recharged it, it turned off. Patient stated they recharged their implant and noticed it was off somewhere around this time and they were not able to turn it back on due to the data lost message noted above. Patient was redirected to follow up with their managing healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.